Event description:
Stent implantation followed attempted ptca with failure to dilate of lad. 2.0 mm stent was directed down the mid lad. One inflation was performed at 6 atm for 2 minutes. The balloon would not deflate. Despite innumerable attempts, including manipulation of the guiding catheter, the balloon, the wire and attachment of 50 cc syringe, the balloon remained inflated. Finally, the balloon was overinflated to approx 14 atm at which point it "burst." The balloon was removed from the lad and on the next injection, extravasation of contrast into the pericardial space was easily identified. The pt underwent subsequent pericardiocentesis and one vessel CABG. The pt had a good outcome and was discharged home on the sixth day post-op. Plan review of films as part of peer review process on 1/8/96.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.